Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported the physician carried out a tracheostomy on the pt and several hours later, the "balloon" was leaking. A non-routine replacement of the tube was required.